Event description:
As reported, in 2006, this patient was implanted with a gore excluder aaa endoprostheses. In 2007, the patient underwent a reintervention in which the post translumbar and inferior mesenteric arteries were coil embolized. Subsequent imaging demonstrated no further filling of the aneurysm sac. In 2008, computed tomography demonstrated no endoleaks. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak.